Manufacturer narrative:
Results: the actual sample was examined using sem. The images suggest that the catheter was damaged by flexing, kinking or pinching and then pulled to failure. Conclusions: the incident was the result of flexing, kinking or pinching then the unit was pulled to failure. During the MFR of this catheter at no time is the unit twisted or pulled on. Supplemental info submitted 2/19/1998. Observations and testing: micropscopic examination of returned sample results: the catheter has been cut, twisted and pulled resulting in the separation. Test description: microscopic examination of catheter. Results: the catheter has been cut, twisted and pulled resulting in the separation. Conclusions: the customer stated that the catheter had been in the pt for 5 days and broke apart upon removal. This is user related, the catheter did not get twisted, pulled or cut before it was used or the user would have noticed this as they placed the catheter into the pt. We don't pull or twist the catheter during mfg. Corrective action: because this defect was user related no corrective action will be taken.